Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise while they were getting out of bed. The field representative initially believed that it was due to air, however the system has already been implanted for approximately two months. Imaging was performed and there is a possibility that there is a kink in the electrode however it is not confirmed. The patient does have another viable vector available and have decided to reprogram this system to secondary. No adverse events.